Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro, indicating the device refuses to turn on. The device was not in clinical use during this event, therefore no patient or user was harmed.